Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4); ams apogee system - (B)(4); ams elevate (not specified) - (B)(4); ams elevate anterior prolapse repair system with intepro lite - (B)(4); ams elevate pc posterior prolapse repair system with intepro lite - (B)(4); ams perigee system - (B)(4); ams perigee system with intepro - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. The device remains implanted. No further complications have been reported in relation to this event.